Event description:
The pt's family informed biotronik that this pt died eight days post-implant. The following physician's office has no info regarding the death of this pt. Per the ssdi, this pt expired on (B)(6) 2012. The location of this device is unk. There are no known complaints associated with the device. There is no additional info available; should additional info become available, this file will be updated.